Event description:
A hospital in (B)(6) reported via a distributor that the maximum water level of an mr290 autofeed humidification chamber was exceeded when water was supplied. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The returned complaint mr290v chamber was visually inspected and connected to a water bag to be tested for float operation and overfilling. No visible damage was revealed during the visual inspection. The floats functioned correctly and controlled the entry of water into the chamber. The chamber filled successfully, and stopped filling at 6mm below the maximum line. No overfilling of the chamber occurred. A lot check revealed no other complaints of this type for lot number 110308. The mr290 is a single use autofeed humidification chamber that is used to maintain a constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and the white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. We were unable to replicate the reported fault as the investigation confirmed that both floats were functioning correctly and no fault was found with the chamber. Following production, the float mechanism of every mr290 chamber is performance tested and those that fail the test are rejected. Our user instructions that accompany the mr290 chamber indicate in pictorial form the maximum fill line and advise the user to replace the chamber should water exceed the maximum fill line.